Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the image flickered because communication failure occurred due to faulty cable. The event can be [detected/prevented] by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty cable causing a grainy image. . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for us in a cystoscopy the hd camera head had no image. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.